Event description:
It was reported that balloon rupture occurred. The patient had iliac venous compression syndrome. Vascular access was gained via the left iliac femoral vein through the left anterior tibial veins. The target lesion was located in the iliac vein. A 8.0 x80, 75cm gladiator balloon catheter was advanced for dilatation; however, during inflation at 8 atmospheres (atm). The balloon ruptured and blood flowed back to the pump. So, a 10.0 x80, 75cm charger balloon catheter was advanced for dilatation; however, during inflation at 9 atm, the balloon ruptured. The procedure was completed with another 10.0 x80, 75cm charger balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: a gladiator device - 8x80x27 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 35mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient had iliac venous compression syndrome. Vascular access was gained via the left iliac femoral vein through the left anterior tibial veins. The target lesion was located in the iliac vein. A 8.0 x80, 75cm gladiator balloon catheter was advanced for dilatation; however, during inflation at 8 atmospheres (atm). The balloon ruptured and blood flowed back to the pump. So, a 10.0 x80, 75cm charger balloon catheter was advanced for dilatation; however, during inflation at 9 atm, the balloon ruptured. The procedure was completed with another 10.0 x80, 75cm charger balloon catheter. No patient complications nor injuries were reported.